Event description:
It was reported that a mirafilter IV extension set leaked the drug vectibix. The customer stated that the leak was located at the top of the set, at the connection that is attached to the non-baxter line. This issue occurred during priming. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The sample was not available for evaluation. Therefore, no analysis can be performed. Should additional relevant information become available, a supplemental report will be submitted.